Event description:
Literature was reviewed regarding transradial secondary access for transcatheter aortic valve intervention. The study population included 20 patients who were predominantly female with a mean age of 80 years old. Multiple manufacturers¿ devices were implanted in the study population; five patients received a medtronic evolut pro+ bioprosthetic transcatheter valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: minor bleeding complication, stroke, and femoral access site complication (funnel-shaped or cruciform-shaped leak into the retroperitoneal space and the inferior vena cava). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: wong et al. Transradial secondary access transcaval transcatheter aortic valve intervention: a single-center experience. Catheter cardiovasc interv. 2026 feb;107(2):593-599. Doi: 10.1002/ccd.70378. Epub 2025 nov 30. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Among all patients, clinical observations included: stroke; minor bleeding complication; and femoral access site complication described as "funnel-shaped or cruciform-shaped leak into the retroperitoneal space and the inferior vena cava" which likely required intervention to treat.

Manufacturer narrative:
Correction to narrative regarding intervention being likely to treat the leak into the retroperitoneal space and the inferior vena cava. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.